Manufacturer narrative:
A united states customer contacted siemens and reported observation of an erroneously depressed sodium(na) patient sample result when processed on a dimension exl 200 system. Quality control (qc) recovered within the laboratory established ranges prior to patient sample testing. A siemens customer service engineer (cse) was dispatched to the customer site to perform a total service visit. During the visit, the cse cleaned the peristaltic pump, replaced the salt bridge tubing, x tubing, and imt sensor, and performed calibration and dilution checks. Siemens is evaluating the event.

Event description:
The customer reported observation of an erroneously depressed sodium(na) patient sample result when processed on a dimension exl 200 system (s/n: (B)(6). An initial depressed result was obtained for one (1) patient sample. The depressed result was not reported to the physician. The same sample was then retested on an alternate dimension exl 200 system, which yielded a higher result. The higher result was considered correct and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the reported event.